Event description:
It was reported that during reprocessing the da vinci si 8mm instrument cannula, the pin gauge failed to pass through the cannula. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the gauge pin failed to pass through the distal end opening. Engineering also found no obvious dents were observed on the distal tip and there were no burrs on the inner surface of the cannula. The evidence was inconclusive, but the distal end opening may have been slightly out of round or undersized. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.